Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, the hardware was removed in a revision surgery on (B)(6) 2023 due to a nonunion. The site was revised with bone filler and non-tmc hardware. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, the hardware was removed in a revision surgery on (B)(6) 2023 due to a nonunion. The site was revised with bone filler and non-tmc hardware, which had fewer fixation points in the bone. No other patient outcomes were reported as a result of this event. Additional information indicates within eight weeks of the bunion surgery, the patient's calcium level declined to zero, she had two blood clots, and was prescribed two different bone-thinners by a different provider. The surgeon believes the patient's depleted calcium paired with the patient's post-surgery activity resulted in the nonunion. No devices were returned for evaluation. The device history records were reviewed and no nonconformances or issues during the manufacture or release of the devices were identified that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on information provided, the most likely cause of the reported event is the patient's bone quality and post-op activity. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same revision surgery was reported in MDR 3011623994-2023-00043.